Event description:
It was reported that this implantable pacemaker experienced difficulty to be interrogated. It was determined that this was due to the device having migrated to the armpit of the patient. After this the device was interrogated and farfield oversensing was observed on the right atrial channel and high pacing thresholds on the left ventricular channel. A system revision was being scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker experienced difficulty to be interrogated. It was determined that this was due to the device having migrated to the armpit of the patient. After this the device was interrogated and farfield oversensing was observed on the right atrial channel and high pacing thresholds on the left ventricular channel. A system revision was being scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced.